Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the cautery tip caught on fire. The report was received via medwatch # (B)(4). The flame developed on the tip of the cautery during testing of the pencil by the surgeon. The flame was immediately extinguished with water. The patient was not injured.